Event description:
Customer complains blood leak at the beginning of the pt's treatment. The pt lost 308ml of blood, as the blood in the extracorporeal circuit is not returned by clinical policy. No medical intervention necessary and the treatment continued on another machine and a dialyzer from the same lot without any further problems.